Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file downloaded from the returned system controller (serial number: (B)(6). The log file contained data spanning 3 days (B)(6) 2021 per the timestamp). The log file captured no external power and low voltage hazard alarms on (B)(6) 2021 from 7:03:40 to 7:03:51 and from 23:52:58 to 23:54:05 due to losses of power while connected to the mpu. The system controller backup battery supplied power to the system without issue during the losses of external power and pump function was not affected. The driveline was disconnected on (B)(6) 2021 at 11:07:47 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Heartmate 3 patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mobile power unit, serial number (B)(6), was shipped to the customer on 15jun2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient reported a connect power alarm on (B)(6) 2021 while connected to the mobile power unit (mpu) and at the time the power was still on. The alarm resolved once the patient switched to battery power. There were no further alarms while using the mpu. The mpu had a v-lock connector on the ac power cord and the patient did not report the power cord coming loose. The patient also reported frequent power outages recently due to weather. Log files were unable to be sent for review due to non-functional data cable. System controller MFR#: 2916596-2021-06533.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.